Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for a device changeout. During the procedure, the physician was unable to unscrew the set screw on the implantable cardioverter defibrillator(ICD). The ICD was explanted and replaced. The patient was in stable condition.